Event description:
Reporter's son alleged that she obtained discrepant blood glucose of 204 mg/dl on the advantage system compared back to back with a result of 110 mg/dl on their doctor's meter when testing was performed less than 10 minutes apart. Reporter indicated the patient was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions or treatment were reported taken or received. A request was made for the return of the suspect device and replacement product was sent.